Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor and found the sensor cannula retracted inside of the sensor. Unable to confirm the customer received sensor damage due to the customer returning the sensor. Found cannula broken and a missing piece.

Event description:
The customer called in to report that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 11 mmol/l compared with the sensor glucose reading of 4.4 mmol/l. The customer's sensor was replaced and returned.